Manufacturer narrative:
The device in question was returned to the manufacturer for evaluation. Once the investigation has been completed, the manufacturer will file a follow-up report. End of report.

Event description:
It was reported that during a left thr, "a plastic piece under smoke evac dislodged during case" and a "fragment was pulled from the pt".